Manufacturer narrative:
Not returned.

Event description:
Allegedly, during a turp procedure, the ceramic beak broke off the instrument and fell into the patient. The doctor immediately removed the broken piece, the instrument was replaced and the procedure was completed with no delay. Hospital reported that there was no injury to patient.